Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as: 2134265-2018-00146. It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a percutaneous coronary intervention in the diagonal saphenous vein graft. During the procedure, a leak occurred from the catheter pump and a 'check saline supply' message, and 'air error' message, displayed on the console. A second spiroflex® angiojet® thrombectomy set was tried, but the same issue occurred during use inside of the patient. Both of the catheters were discarded, and the procedure was completed with a balloon and stent procedure. There were no patient complications. The patients condition after the procedure was stable. The console was tested after the procedure and worked fine with a new catheter.